Event description:
It was reported that pump repeatedly displayed altitude alarms labeled 21a, and no blood glucose readings or additional event details were provided. There was no reported impact to the customer¿s blood glucose level. Distributor noted that pump powered on, charged, and connected to computer, but continued to show frequent altitude alarms when cartridges were inserted despite trying several cartridges, so device was planned for return and replacement pump was provided while further evaluation of returned pump was pending.